Manufacturer narrative:
Initial and final MDR (B)(4). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022 , it was reported by the patient that two infusion tubing detached from connector within 1.5 days of use. Event was occurred on (B)(6) 2024 . No further information was available.